Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that power port 2 was loose after slammed the car door on the controller. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the controller failed visual inspection due to a loose power port 1 with the o ring gasket displaced, loose power port 2 with the o ring gasket missing and a missing serial port cap. The loose power port 1 and missing serial port cap are additional observations not related to the reported event. Internal inspection revealed that the power port 1 connector's locknut inside the housing was loose. Additionally, power port 2 connector's  locknut and washer inside the housing were unattached, allowing the locknut to migrate freely between the power board and main controller board, causing damage to a diode and integrated circuit responsible with the communication between the controller and batteries. Furthermore, some printed circuit assembly (pca) components were found missing or damaged.  The controller performed as expected after reattachment of the locknut and washer and replacement of the damaged internal components. Based on the available information, the most likely root cause of the failure of internal components can be attributed to the reported incident of "slammed car door on the controller". Based on the manufacturer open internal investigation to evaluate the anomalies of loose connectors , the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was annoyed when they slammed their car door on their controller resulting in a port coming loose. The patient immediately performed a controller exchange and came into the clinic. The patient was stable throughout the incident. No patient complications have been reported as a result of this event.